Event description:
A journal article was received titled: arthroscopic retrieval of a broken guidewire fragment from the hip joint after cannulated screw fixation of slipped capital femoral epiphysis, the journal of arthroscopic and related surgery, vol 23, no 2, february 2007; pp 227.el-227.e4. Authors: ilizaliturri jr v.m., zarate-kalfopulos b., martinez-escalante f.a., cuevas-olivo r., camacho-galindo j. Reportedly: an unknown number of patients had guidewire breakage or damage at the level of the lateral femoral cortex at the time of perforating with a cannulated drill. The breakage mechanism was described as jamming of a damaged or notched portion of the guidewire inside the cannulated drill caused by a divergent angle while drilling the femoral cortex. This report is for a guidewire. It is unknown if the guidewire is a synthes device. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2007 feb; 23 (2) :227.e1-227.e4. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.